Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. It was not reported if the patient was hospitalized for the peritonitis. The cause of the peritonitis was not reported. Treatment for the peritonitis was not reported. It was not reported if dianeal therapy was ongoing, but one day prior to the receipt of this report, the peritoneal dialysis catheter was removed and a new peritoneal dialysis catheter was placed. The patient was not recovered from the peritonitis. No additional information is available.